Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: the pump black box was reviewed and found that the pump basal rate was the same before and after the battery change. The pump was exercised for 24 hours without basal rates changing. The battery was removed and the pump was left without power for 26 hours and the pump retained the basal settings.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that when the pump was powered on after a battery change the time, date, and basal rate settings changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.